Event description:
The customer reported via phone call that she would take insulin but the insulin pump would not deliver insulin. Customer's blood glucose level was 450 mg/dl. She was experiencing high blood glucose levels for a month. The o-ring at the top of the battery chamber was sticking out. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.